Manufacturer narrative:
(B)(4).

Event description:
The pt felt overstimulation sensation when she moved a particular way. Two of the electrodes were marginal. The field rep tried to use 2 other electrodes to provide stimulation, but they produced peripheral stimulation. The pt turned the implantable neurostimulator off associated with the unwanted stimulation. The pt had surgery. The implantable neurostimulator was replaced. Intraoperative impedances were fine. The pt was sent home and was scheduled to be reprogrammed post-operatively. High impedances were noted. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.